Event description:
The programmer rf (radio-frequency) head was returned to the manufacturer and tested out of specification during manufacturer's analysis. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found the programmer rf (radio-frequency) head failed electrical testing. The cable was out of specification. It was also observed that the rubber portion of the label was missing.